Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit alarmed with electrical fault code 3. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit alarmed with electrical fault code 3. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) had electrical fault alarm code 3. There was patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Equipment failure was reported for repair. On-site inspection showed that the motor was damaged and needed to be replaced. 6-14, submit the quotation to the customer and complete the customer's confirmation signature. 7-16, replace the motor. The noise of the accessories is too loud and cannot pass customer acceptance. Replace the accessories again. 7-23, replace the motor, the accessories are qualified, and the customer will confirm the on-site acceptance. All functional tests were carried out on the equipment in accordance with the factory requirements. The test data are all qualified and can be used. 10-16, complete all acceptance documents and submit to customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint compressor scroll. This part was received with a reported unit failure message of compressor noise too loud. Performed visual inspection of this part received and compressor looks to be in good condition. Installed the compressor scroll into the cardiosave test fixture sn ca204340l1 and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure message of loud compressor noise from inside during test. Compressor-scroll failed testing. Retaining compressor-scroll in the fat dept. As per processor 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a